Event description:
It was reported that the user experienced a low glucose event, treated it with oral glucose products, and later observed a glucose value of 157 mg/dl with a rising trend while seeking guidance on meal announcement. Symptoms included hypoglycemia. Outcomes included transient low blood glucose that was addressed with oral carbohydrate. Investigation included troubleshooting and user education. Investigation of this case revealed no device malfunction or component failure and suggested a glucose excursion consistent with physiological response to oral glucose. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.